Event description:
It was reported that the vns patient, who was initially implanted with the device in 2004, had presented at the surgeons office where it was noted near the patient's chest incision site, that there were skin indurations approximately 2 cm long and 5 mm wide, which was clearly palpable under the skin 5 cm above the axillary skin incision. The surgeon notes that at this location, the edge of the pulse generator was pressing through the skin, with pronounced thinning and distension of the overlying skin. The surgeon assessed the area, and assumed that the pulse generator was dislocated and then migrated away from the pectoralis major in the direction of the surface. The surgeon attempted to manipulate and change the position manually from the outside and was not successful. The surgeon opted to replace the pulse generator and place a new pulse generator in a new position so as to avoid further migration of the generator which could result in extrusion of the device thru the skin, presenting a greater risk of infection due to the possibility that the wound could open. There was no report of any causal or contributory patient manipulation or trauma to the device site. During surgery, the surgeon noted that a keloid had formed and was subsequently excised. The generator was coated with fibrin and the surgeon luxated out the generator from the fibrin pocket, and the fibrin was carefully removed from the lead. The generator was disconnected from the lead and a new generator was connected. Intra-operative diagnostic testing revealed normal device function once the new generator was connected to the existing lead. The explanted generator has been returned to manufacturer where analysis is underway.